Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a red alarm did not sound on (B)(6) 2024 at 07:29 for bed kh4109. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips field service engineer (fse) went onsite and also reviewed the clinical audit logs. The fse was able to confirm that from that room a red alarm can be heard and the alarm volume, which was set to 4, is high enough to be heard. Review of the clinical audit log revealed that the monitor alarmed at 7:29:48 for a vtach alarm. The red alarm sound played at the central station at 7:29:49 seconds. The alarm was silenced at the bedside (as indicated by the device name) at 7:29:59 seconds it was also acknowledged again at 7:30:00 seconds as there are 2 red alarms that would need to be acknowledged, the vtach alarm and the vent/feb alarm. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.